Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During closure, the clip bent upon deployment. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During closure, the clip bent upon deployment. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event additional information: the following information was received on september 12, 2024: it was initially reported to boston scientific corporation that the clip bent upon deployment. On (B)(6) 2024, it was clarified that the clip arm was bent, and the procedure was completed with another of the same device.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) and block h6 has been updated to code for clip arm bent, deeming this a non-reportable scenario.